Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07860. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient first underwent mesh implantation on (B)(6) 2008 to treat pelvic organ prolapse and stress urinary incontinence. It was reported the patient underwent cystoscopy for stress urinary incontinence and intrinsic sphincter deficiency on (B)(6) 2009. On (B)(6) 2011, the patient had removal of mesh for bladder prolapse and mixed urinary incontinence, with concurrent procedure of insertion of mesh. It was reported post implantation the patient experienced recurrence of pain, extrusion, infection, vaginal scarring, hematoma and urinary problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent periurethral coaptite injections performed under cystoscopic guidance and mesh resection at the vaginal apex on (B)(6) 2008 due to sui and mesh exposure. No additional information was provided. (B)(4).